Event description:
During a pt set up, two technologists were working together. One of the technologists was moving the couch (with the pt on the couch) using slow speed longitudinal motion. The other operator, after setting up the pt's legs on the table, had placed their hand around the tabletop corner (at the rear part of the tabletop frame). As a result, the operator's finger was trapped between the table top frame and the table column, and subsequently broken. The injury required a surgical operation to repair damage.